Manufacturer narrative:
One ed72202674 fast-fix 360 kpsc- knot pusher slotted cannula set used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting triggering deployment ring during removal from packaging. Use inconsistent with instruction for use recommendations. Slack vs. Taught suture during cutting. Inadvertent twisting or bending of the product. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, when the cut of the suture has to be done, the cutter didn¿t cut. Both ts were removed and a backup device was available to complete the procedure with no significant delay and no patient injuries.